Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had intermittent or no response from several buttons on their insulin pump. Customer stated their buttons were not pressed for three minutes or longer. The customer reported their insulin pump was not bumped or dropped. The customer had changed out their battery, but the issue was recurring. No additional information provided.

Manufacturer narrative:
The insulin pump received with no act and down button response due to unlocked connector and or lcd keypad connector. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and scratched keypad overlay.